Event description:
During an in-service training of the iabp, the company representative observed that the iabp generated an intermittent loud beep and dark display. No patient was involved.

Manufacturer narrative:
The company representative noted several error logs including code 101 (startup tests did not complete), code 13 (startup timeout etf), code 16 (apd error), code 53 (fos continuous bit failed). Inspection of the unit revealed a loose screw rattling around the front end board. The loose screw was tightened and the unit was tested for 2 days with no failures. The unit was returned to the customer. The cause for the loose screw attributing to the event was evaluated at (B)(4). It was determined that the loose screw attributing to the event was evaluated at (B)(4). It was determined that the loose screw shielding the front end board became loose and may have momentarily shorted the shield to chassis. Since the shield is at iso ground and the chassis is at system ground, electrically connecting the two points with a trainer connected to the system would create a lead fault and flat line the ECG signal as was reported. It was also noted that the design calls for patch screws, but non-patch screws were found in the sub-assembly of this unit. Corrective action from both vendors were initiated and immediate actions to preclude reoccurrence were taken. (B)(4).